Manufacturer narrative:
Correction: new information was received when the field service engineer visited the customer's site again. A general reagent issue can be excluded, as no further issues were reported and a correct rerun was performed with the same reagent. The field service engineer checked the instrument and found clogged and bent cell rinse nozzles. He exchanged the cell rinse nozzles and readjusted the cell rinse levels. He then confirmed that the test and the module were performing within specifications. The service actions performed by the engineer resolved the issue in a commonly trained troubleshooting process. The root cause was due to a component failure (a bent/clogged cell rinse nozzle).

Manufacturer narrative:
The calcium reagent lot number and expiration date were not provided. The field service engineer checked the instrument and found no cause. He suspected the nozzle had become contaminated and was not completing its wash sequence correctly. He performed the following actions: - removed and cleaned all rinse station nozzles. - replaced the rinse station nozzles. - cleaned and lubricated the linear bearings for the rinse station. - reassembled rinse stations. - cleaned the mixer. - confirmed that the gear pump and the water pressure were within specifications. - adjusted the cuvette levels. - cleaned the probes and performed a decontamination of the instrument. - ran mechanical check with successful results. Precision studies, calibration, and qc were performed, and they were within specifications. The investigation determined the service actions resolved the issue, specifically the maintenance performed with the rinse nozzles.

Event description:
We received an allegation about discrepant results for an unspecified number of patients' samples tested with calcium assay on a cobas 8000 c702 module. Discrepant results for 3 patients' samples were provided. Sample 1: initial result: 1.96 mmol/l. Repeat result: 2.37 mmol/l. Sample 2: initial result: 1.79 mmol/l. Repeat result: 2.19 mmol/l. Sample 3: initial result: 1.6 mmol/l. Repeat result: 2.17 mmol/l.